Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there is a hole at the distal end adhesive near the nozzle. The air leak was also observed due to the wearing of the adhesive of the light guide (lg) trap of the distal end. These issues are attributed to wear and tear. The distal end replacement is required to restore device to original equipment manufacturer standard. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a hole on the adhesive at the distal end. There was also a presence of air leak at the distal end. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the pinhole on the adhesive at the distal end was due to chemical stress and/or external stress from long-term use. The distal end on the subject device had not been changed since the installation of the device in march 2016. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.